Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer pfo occluder was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. The device was prepared per the IFU. After the device was positioned, it was attempted to deploy but the right disc would not flatten. It was reported that the right disc remained in a bulbous shape and had a hamburger like appearance. There were no problems noticed with the left disc of the occluder. The device was recaptured and redeployed but the device again deployed in a bulbous shape. The wiggle test was performed, in which the device is pushed and pulled, to try and return the device to its normal shape but this was unsuccessful. The device was never released from the delivery cable while inside the patient. The device was recaptured and removed from the patient. A second 25mm amplatzer pfo was then chosen for implant. The replacement device was successfully implanted and the procedure was concluded. There was no clinically significant delay and the patient remained hemodynamically stable throughout the procedure. The patient was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.